Manufacturer narrative:
Patient date of birth: (B)(6) 1942. Patient weight in lbs: 179. Additional information was received that the initially reported information was correct. The onset of complete heart block occurred two days post valve implant. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery system ; implant date n/a; explant date n/a product ID product ID ls-envpro-16-c; product lot/serial number (B)(6); product type: loading system ; implant date n/a; explant date n/a updated data: a1, b2, b5, d8, d10, g1, h6 (annex e, annex f, annex g) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that following the valve implant the platelet count measured 89 k/cu mm. Idiopathic thrombocytopenia was reported. No treatment reported. The day following the valve implant a first degree atrio-ventricular block was identified. Two days following the valve implant, the patient was admitted to the hospital with complete heart block and a junctional escape rhythm with heart rates ranging between 20-40 beats per minute. Medication management with 4 doses of atropine, with a total of 2.5 milligrams, and an epinephrine infusion were provided. A transvenous pacer was used prior to the permanent pacemaker implant. This resolved the symptoms. Two weeks later, the thrombocytopenia resolved to baseline with a platelet count of 118 k/cu mm. Of noted, a nosebleed occurred with the two week period. No treatment reported for the nosebleed. Approximately 1 year later, the left bundle branch block (lbbb) resolved after a beta-blocker was held. Approximately 4 years and 2 months later the paravalvular leak (pvl) was still present. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Tenth paragraph added. H6. Codes were updated additional codes: annex g was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) developed. No treatment was provided. Two days following the implant of the valve, electrocardiogram (ECG) indicated complete heart block (chb). The patient was treated medically, followed by the implant of a permanent pacemaker. Two days following the valve implant the lbbb and chb resolved after the placement of the permanent pacemaker. No additional adverse patient effects were reported. Additional information was received that an ECG performed at discharge showed sinus arrhythmia and prolonged pr interval. No adverse patient effects were reported.  Additional information was received that the discharge ECG was performed one day following valve implant and lbbb was noted to be present. No adverse patient effects were reported. Additional information was received that indicated the complete heart block (chb) occurred the same day of valve implant. In addition, on the day of valve implant, following the procedure, aortography identified mild unspecified aortic regurgitation. No additional adverse patient effects were reported.  Additional information was received which indicated mild paravalvular leak (pvl) via echocardiogram rather than the previously reported mild unspecified aortic regurgitation. No additional adverse patient effects were reported. Additional information was received that indicated the initially reported information was correct. The complete heart block occurred two days post valve implant. No additional adverse patient effects were reported.  Additional information was received which indicated that the initial mild paravalvular leak (pvl) via echocardiogram at discharged was downgraded to trace pvl at the 30 day visit. At the one year follow-up, a transthoracic echocardiogram (tte) identified mild pvl. No treatment was reported. No additional adverse patient effects were reported. Additional information was reported that tte performed approximately two years and three months following the implant of the valve, showed mild pvl. Additional information was received which indicated that following the valve implant the platelet count measured 89 k/cu mm. Idiopathic thrombocytopenia was reported. No treatment reported. The day following the valve implant a first degree atrio-ventricular block was identified. Two days following the valve implant, the patient was admitted to the hospital with complete heart block and a junctional escape rhythm with heart rates ranging between 20-40 beats per minute. Medication management with 4 doses of atropine, with a total of 2.5 milligrams and an epinephrine infusion were provided. A transvenous pacer was used prior to the permanent pacemaker implant. This resolved the symptoms. Two weeks later, the thrombocytopenia resolved to baseline with a platelet count of 118 k/cu mm. Of noted, a nosebleed occurred with the two week period. No treatment reported for the nosebleed. Approximately 1 year later, the left bundle branch block (lbbb) resolved after a beta-blocker was held. Approximately 4 years and 2 months later the paravalvular leak (pvl) was still present. No additional adverse patient effects were reported. Additional information was received that approximately four years, five months following valve implant a tte revealed transvalvular regurgitation, pvl, and total regurgitation were resolved; there was "none".

Manufacturer narrative:
Additional information was received that indicated the complete heart block (chb) occurred the same day of valve implant. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) developed. No treatment was provided. Two days following the implant of the valve, electrocardiogram (ECG) indicated complete heart block (chb). The patient was treated medically, followed by the implant of a permanent pacemaker. Two days following the valve implant the lbbb and chb resolved after the placement of the permanent pacemaker. No additional adverse patient effects were reported.